Event description:
The pt was revised because of osteolysis, poly wear and loosening.

Manufacturer narrative:
Evaluation was not possible, as the prods were not returned. Prod info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event. Based on the investigation findings,the need for corrective action is not indicated.